Manufacturer narrative:
At this time, no product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The sensor kit expiration date is 31-mar-2021. The medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. At this time, additional investigation activities are not required as the device met specifications when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they did not receive their replacement adc freestyle libre 2 sensor due to receiving higher glucose scans. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was provided glucose by an hcp for treatment. No further information was reported. There was no report of death or permanent injury.